Manufacturer narrative:
(B)(4). The sample has been requested to be returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc) during dwell six of seven. The technical service representative (tsr) explained the alarm to the home patient (hp) and instructed the hp to cycle the power to clear the alarm. The tsr advised the hp to complete therapy with a manual exchange. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.